Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set had a break. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the collar of leur lock portion of trifuse broke off when reattaching after being detached for 45 mintues.

Manufacturer narrative:
MDR made in error this is a duplicate of (B)(4).